Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned devices revealed a tibial cemented stem was used off label in conjunction with the revised femoral construct. The investigation attributed the root cause of the reported event to user error. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary

Event description:
Intraoperatively during a planned knee surgery because of patella-upgrade the femoral component was found to be fractured. Doi: unknown, dor: (B)(6) 2021. Additionally a stem and sleeve component were reported as associated with the adverse event.